Event description:
A report was received that the patient¿s explanted ipg was analyzed and it was determined that there was excessive current drain of the battery. The damage done to ipg resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The root cause of the damage was unknown.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. Device was charged multiple times in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was out of the expected range, and indicated the device current drain was too severe to power the ipg electronics. It was determined that the slave analog specific integrated circuit (asic)-u3 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the slave asic-u3 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. The root cause of the damage is unknown. It was reported that electrocautery was not used during the explant procedure.